Event description:
Two weeks after a bone graft and implants were placed, there was no osseointegration and required an additional surgery to preclude permanent damage to a body structure that would be trivial.